Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's blood glucose dropped 30 bg 169 sg and visited emergency room. Then was admitted to the hospital on (B)(6) 2024 at 7 am and was given IV drip (intravenous insulin infusion) nature of treatment. No further information available.